Event description:
A healthcare professional reported that during a cataract procedure there was an occlusion as the phaco tip sleeve was blocked. The sleeve had not been completely pierced, and there was a plastic piece remaining, slightly attached, the blocked the sleeve. The tip and the sleeve were changed and that resolved the issue. There was no pt harm reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).